Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had experienced a loss or change of therapy. The patient stated that they had a hip replacement surgery the week prior to the call and stimulation was turned off beforehand and turned on afterwards, however the patient stated she was experiencing a return of urgency symptoms. It was review the therapy was not on. Therapy was turned on. The patient noted the symptoms were sudden in onset and began on (B)(6). It was noted the patient did not intend to follow up with their healthcare professional (hcp). There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
Additional review determined the following device code was not related to this event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their device was not turned back on at the hospital even though they were told it was. Patient reported they were going to see their physician on (B)(6)2017 to "re-set a new program." No further information was received.